Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No harm was reported. No additional patient/event details have been provided to date. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Should additional information become available a follow-up report will be submitted.

Event description:
Complaint received from a distributor reporting a customer having a product quality issue with kinked tubing. No further information was provided including usage of the device or patient involvement.